Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the catheter is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the catheter was returned and analyzed with no anomalies found. The catheter was kinked and damaged at implant. Visual analysis revealed the catheter was slit spirally the entire length (technique issue), that being the case, the slitter was being held at an angle less than optimal for cutting cleanly, and applying excessive force to the side of the slitter blade. Slitter was returned with damage to the blade.

Event description:
It was reported that during the procedure, the physician attempted to slit the catheter. The slitting process was clean until the very tip of the catheter, where the slitter could not complete the slit. As a result, the catheter wound around the left ventricular (lv) lead, causing it to dislodge. The lead was repositioned and is still in use, and another slitter and catheter were used without problems to complete the procedure. No patient complications have been reported as a result of this event.